Manufacturer narrative:
H.6. Investigation summary: no samples or photos were provided for this incident. DHR review; was conducted for this investigation, which disclosed the following: lot 8164655; was built and packaged on afa line 12 on 14jun2018 through 19zjun2018 for the quantity of 528,010ea. Review disclosed one non-related ip packaging qn (200756309 ¿double print lot#¿). All required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Conclusion(s): indeterminate: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defects stated in the pir.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter, it was leaking at the connection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter, it was leaking at the connection. There was no report of exposure, serious injury or medical intervention.